Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by fever and a stomachache. The cause of the peritonitis was not reported. The same day as event onset, the patient was hospitalized for the event via emergency room. The same day the patient was treated with ciprobay (dose, frequency and route not reported) for the event. On an unreported date the antibiotic was changed to teicocin (dose, frequency, duration and route not reported). Extraneal, physioneal and nutrineal therapies were ongoing. At the time of this report the patient was recovering from the peritonitis event. No additional information is available as the reporter has declined to provide further information.